Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that insulin pump shut off after battery change due to a low battery alert. Customer reported that there was a yellow sticky substance in the battery compartment. Customer's blood glucose was 249 mg/dl. After troubleshooting, display screen did not return. Customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
The insulin pump was received with a corroded battery tube noted during our visual inspection. However, all operating currents are within specification. No unexpected low battery or off no power alarms noted. The insulin pump passed functional testing including displacement test, rewind, basic occlusion, occlusion, prime, and excessive no delivery alarm test. No unexpected blank display noted during testing. The insulin pump functioned properly. The insulin pump had minor scratched lcd window, cracked reservoir tube lip, cracked belt clip slot and cracked battery tube threads.